Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
We received a user report via notification from the department of health and human services. The user report stated the following: customer states that they experienced a hypoglycemic event may have contributed to an accidental fall which let to multiple traumatic injuries that required emergency medical treatment in addition to receiving emergency dental care. Customer sates they think the cause of this incident could be from the medtronic urgent medical device recall for potential over-delivery of insulin. Prior to the incident customer refilled minimed reservoir, and inserted a new minimed cannula, also, their enlite sensor was not functioning properly that day.